Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vicm5_12.6, -12.00 diopter, implantable collamer lens was implanted and removed within the same surgery due to "unexpected reaction of the patient during surgery". There was no patient injury. "Patient-related factor" was reported to be the cause of this event. For cause details the reporter stated "the patient felt fear during the surgery."